Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to clinic complaining of increased shortness of breath over the previous weeks. Interrogation of the patient's cardiac resynchronization therapy defibrillator (crt-d) found high out-of-range left ventricular (lv) lead pace impedance measurements since approximately 2 months prior correlating to the reported increased dyspnea. Lv loss of capture was also observed. The device was reprogrammed to provide only right ventricular pacing and the physician informed of a potential lv lead fracture. It was suggested the patient's dyspnea was the result of worsening heart failure. A revision procedure was later performed wherein the lv lead was tested via pacing system analyzer and high measurements confirmed. The chronic lead was surgically abandoned and implant of a new intravenous lead attempted but unsuccessful; an epicardial lead was implanted same day. No additional adverse patient effects were reported.